Manufacturer narrative:
A promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts lifted from the crimped position. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted.the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04dec2020. It was reported that crossing difficulties occurred. The 90% stenosed, 32x3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 32 x 3.00 promus premier drug eluting stent was advanced for treatment but was unable to cross the lesion. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.